Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician believed that the patient possibly had a bad disk that radiated pain into the ipg site and that pain was not device related. The patient received an injection and was doing well.